Event description:
It was reported that the cord was damaged and there were exposed and frayed metal wires. The event occurred during testing. There was no patient involvement. There was no user death, serious injury, or harm associated with the event. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Exact date unknown - however; event occurred in july 2022. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the cord was damaged. The plug harness assembly was replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.